Manufacturer narrative:
The reported plate was not returned for evaluation. Additionally, manufacturing and inspection records could not be reviewed as the model number and batch/lot number of the plate is unknown. Based on the information received, the root cause could not be determined.

Event description:
It was reported during surgery that a bolt broke off on the al2 plate (details unknown). The broken piece could not be extracted from the patient therefore it was left in the patient's body. The surgery was completed with a replacement device after a delay (time of delay is unknown). No other adverse patient consequences were reported. This report is related to report number 3025141-2024-00667 for the bolt involved in this event.